Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Replaced worn fingers on complete pressure adjusters with tip replacement kit. Also replaced damage top cover. Added keyboard mask. The unit passed all diagnostic tests, functional tests, and is fully operational. This pump is 8 years old and has possibly seen heavy use in the field. Further, a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the unit had power issues and fill chamber issues during a shoulder repair surgical procedure. They were able to complete the case with a second pump with no patient consequence. The sales rep reported that during the shoulder repair that the overfill was from the saline bag and it did cause a two minute delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.